Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures and did not transmit a log file. The only further detail which the contact person named in the ufr could provide was that the device is back in use after exchange of the internal battery. Dräger derives the following: a complete shut-down suggests a total loss of energy. The normal operation of the device is mains supply, but the unit is equipped with an internal battery that shall cover mains power losses for at least 30 minutes. Since it was reported that only the battery was replaced to put back the device into fully operable condition, the scenario that covers all known aspects would be the following: when the supervisor function of the software detects an internal overheating, it will switch off the power supply temporarily - this is specified behavior to allow cooling down; the device will normally continue operation on battery. The corresponding alarm the device will post in this situation is battery does not charge - most likely this is the one the users observed. However, with a worn or damaged internal battery, operation will stop in this situation because none of the two energy sources is available. Later-on while being back to normal temperature level, the power supply will work again as expected. A root cause for the internal overheating may be that the filter mat that protects the opening in the housing for intake of cooling air from ingress of dust and particles became clogged over time, inhibiting the intake of ambient air for cooling. Finally, the available details indicate that the major factors which have contributed to the event are lack of preventive maintenance and failure to follow the instructions of the manufacturer - the IFU emphasizes that availability of the internal battery shall be checked prior to each use cycle. The recommended exchange interval for the internal battery is two years. The entire device is more than nine years old, and it is not known to dräger when the last battery replacement was performed.

Event description:
It was reported in an ufr to dräger that the device suddenly posted an alarm during a running ventilation episode indicating a battery charging error and shut down afterwards. As per report, the users connected the patient to another device; no health consequences were resulting from the event.